Event description:
An international distributor contacted dexcom technical support, on behalf of the patient, to report cgm inaccuracy compared to the patient's blood glucose meter. At the time of the call to dexcom technical support, the international distributor did not report any medical intervention or injuries on behalf of the patient.